Event description:
A customer cites an alleged high reading followed by a hypoglycemic reaction resulting in a car accident. Customer had received a low reading which was consistent with symptoms of hypoglycemia prior to the accident, but stopped, ate an ice cream and drank a soda before testing again and driving on. There was no info provided regarding user technique by the roadside which provided a result of 142 mg/dl. After the accident, customer was treated by the emergency medical technician's with cookies from customer's car. No medical intervention or hospitalization was necessary.